Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (sn: (B)(6); sigpshell, sig power sigpshell control shell; unknown egia su, unknown endo gia sulu. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the handle and shell lit up green without any problems. The handle and adapter are also lit in green, but when the cartridge was connected, it recognized the cartridge, but the user could not open or close it. The same phenomenon occurred repeatedly with the same handle; the adapter was removed from the handle and was re-inserted several times; it recognized the cartridge. The same adapter and another handle were used without any problems. The operating room pointed out the same defect about one month ago, so the actual product was checked; however, at that time it was able to recognize the cartridge without any problems, so we waited for a while, but after that, the same thing happened several times. Another power handle was used to resolve the issue.